Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular - rv lead exhibited unsatisfactory capture threshold, helix retraction failure, and failure to advance in the catheter. The rv lead was not used and was replaced. The patient experienced no consequences.